Manufacturer narrative:
Pump had unresponsive buttons at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm and failed battery test alarm due to unresponsive button. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report that the insulin pump stopped working. Customer removed the batteries and reinserted them to receive a failed battery test alarm. Customer then inserted new batteries and received an unexpected restart alarm. The customer reported a keypad anomaly. The customer's blood glucose reading was 234 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.